Manufacturer narrative:
(B)(4), per DHR the product visistat 35w 6/box lot # 73d2100944 was manufactured on 04/30/2021 a total of 15,000 pieces. Lot was released on 05/21/2021. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged. The returned stapler appears used as there is biological material present on the device. The staples appear to be properly aligned. The stapler was returned with 23 staples left in the cartridge indicating that at least 12 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a staple was able to properly form and release. However, there was noticeable resistance in the trigger. The stapler was disassembled and it was noticed that there was a buildup of dried biological material inside the device. The biological material was cleaned up and the stapler was reassembled. Upon the next pull of the trigger, there was no resistance felt and the staple fired properly. This was repeated two times with the same result. To simulate skin insertion, the remaining staples were fired into a simulated skin pad. All staples were able to fire properly and the trigger did not have any resistance. The root cause of this complaint issue is the buildup of biological material in the device which caused there to be resistance when the trigger was squeezed. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was causing there to be resistance when the trigger was squeezed. This could prevent the staples from firing properly. Once the buildup of biological material was cleaned out, the stapler functioned properly. There were no functional issues found with the device. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Due to the buildup of dried biological material found in the device that caused there to be resistance in the trigger, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
On (B)(6) 2021, staples of two consecutive removers were found jamming during use on the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021, staples of two consecutive removers were found jamming during use on the patient.